Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: unable to investigate under responsive keypad due to blank screen/moisture ingress. Moisture observed behind display lens. The pump would not vibrate. Audible functions properly. The pump was opened and the vibration motor was connected to an external power source; the vibration motor failed to vibrate. Performed leak test; leak test failed due to keypad leaks near up button and ok button and leaks near top right and top left of display lens. Opened pump; further evidence of moisture damage internally.4. Battery compartment crack at case seal below the bumper. Removed keypad to inspect under contacts; no contamination found under contacts.